Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar affective disorder, post-traumatic stress disorder, narcotic abuse, pap smear abnormal, reactive airways disease and dental operation. Concurrent conditions included body mass index normal. In 2013, the patient experienced pollakiuria ("frequent urination"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and dizziness ("lightheadedness"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 25 days after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). In 2014, the patient experienced feeling hot ("I was hot"), feeling cold ("I was cold"), cold sweat ("cold sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), irritability ("crabby"), fatigue ("fatigue"), headache ("headaches"), back pain ("lower back pain"), abdominal pain ("abdominal area pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numb toes"), gait disturbance ("barely get up out of bed and walk") and procedural pain ("constant pain since the procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, irritability, feeling hot, dysmenorrhoea, dyspareunia, device expulsion, cold sweat, mood swings, dizziness, headache, back pain, abdominal pain upper, hypoaesthesia and procedural pain outcome was unknown, the pollakiuria, allergy to metals, fatigue and weight increased had not resolved, the abdominal pain was resolving and the gait disturbance had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cold sweat, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, feeling hot, gait disturbance, headache, hypoaesthesia, irritability, mood swings, pelvic pain, pollakiuria, procedural pain and weight increased to be related to essure. The reporter commented: current weight 192 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - on an unknown date: pregnancy unconfirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2014. Events crabby, I was hot, I was cold, frequent urination, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, weight gain, cold sweats, mood swings, lightheadedness, headaches, lower back pain, abdominal area pain, stomach pain, numb toes, barely get up out of bed and walk and constant pain since the procedure added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar affective disorder, post-traumatic stress disorder, narcotic abuse, pap smear abnormal, reactive airways disease and dental operation. Concurrent conditions included body mass index normal, nausea, vomiting, lower abdominal discomfort, anxiety and depression. In 2013, the patient experienced pollakiuria ("frequent urination"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("lightheadedness") and abdominal pain ("abdominal area pain/severe cramps in my abdominal area") and was found to have weight increased ("weight gain/prior to essure I lost 30lbs but began to gain weight soon after essure placement"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"). In 2014, the patient experienced feeling hot ("I was hot"), feeling cold ("I was cold"), cold sweat ("cold sweats") and mood swings ("mood swings"). On an unknown date, the patient experienced irritability ("crabby"), fatigue ("fatigue"), headache ("headaches"), back pain ("lower back pain"), abdominal pain upper ("stomach pain"), hypoaesthesia ("numb toes"), gait disturbance ("barely get up out of bed and walk"), procedural pain ("constant pain since the procedure/ pain: excruciating pain from time the implant was placed until it was removed") and phantom pain ("phantom contractions"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy(bilateral removal of fallopian tubes) on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device expulsion, irritability, feeling hot, dysmenorrhoea, dyspareunia, cold sweat, mood swings, dizziness, headache, back pain, abdominal pain upper, hypoaesthesia, procedural pain and phantom pain outcome was unknown, the pollakiuria, allergy to metals, fatigue and weight increased had not resolved, the abdominal pain was resolving and the gait disturbance had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, cold sweat, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, feeling hot, gait disturbance, headache, hypoaesthesia, irritability, mood swings, pelvic pain, phantom pain, pollakiuria, procedural pain and weight increased to be related to essure. The reporter commented: current weight 192 lbs. At both the right and left cornu are metallic coils, consistent with essure micro coils. Discrepancy noted as per pfs: removal date of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Pregnancy test - on an unknown date: results: pregnancy unconfirmed. Ultrasound abdomen - on (B)(6) 2014: results: in good position. Ultrasound scan vagina - on (B)(6) 2014: result: in good position. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet received. Event phantom contractions was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.